Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were called to replace dht due to leaking. They arrived to find the tube feed line attached to the dht port. That port was cracked away from the main tube with only a small section of plastic holding it together. The tube feeding line was stuck in the hub and they were unable to disconnect it from the DHR. The old dht and bridle was removed and a new dht was placed.

Manufacturer narrative:
A device history record review could not be performed because the serial and lot numbers were not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos or physical sample returned for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.